Event description:
(B)(4). Joint pain, hip pain, stabbing pelvic pain. Migraines on a regular basis. Emotionally, I became rageful. My anxiety was out of control. I also had severe menstrual bleeding, painful ovulation, rash on cheeks and chest, metal allergy, chemical allergy - had to stop using dye on my hair because it burned and itched, dry skin, sweating, dizzy, blurry vision, low blood pressure, swollen belly, swollen feet, urinary retention, no libido, brain fog, low back pain, irritable, root canal, inflamed gums, bacterial vaginosis, bowel problems- constipation, diarrhea, and incontinence, leg pain - almost like restless leg, but my thighs would burn and just hurt all the time.